Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damaged electronic assembly. Also moisture damage on motor and vibrator during visual inspection. Unable to perform operating current test, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 140 mg/dl at the time of the incident. The customer reported damage to the top of the reservoir to the bottom left corner. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.